Event description:
The report received from the affiliate indicated that during an interventional procedure, the proximal metal connector of the hydrolyser catheter extension tubing separated during a high pressure injection. There was no reported patient injury or adverse event (ae). Another catheter extension tubing was used to complete the procedure successfully. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. The connections were inspected prior to the injection and no problems were noted. No additional information was available such as: vessel/lesion information or patient demographics.

Manufacturer narrative:
The product was returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14073275 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero (0) units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No conformance records were issued for this lot. No excursions were found for lot 14073275. The receiving inspection records for the insert cath extend (h2687600 lot 200901220150) were reviewed, and this lot was deemed acceptable. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.